Manufacturer narrative:
Based on the claim against the product by the customer noting, a grip failure. An investigation is in progress to determine the cause of the reported issue. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is reportable malfunction event, due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient. The reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported, that during a da vinci assisted sigmoid colectomy surgical procedure. The large hem-o-lok clip applier instrument could no longer close sufficiently. The instrument did not have enough grip to close the clip. The clip could not be set or did not close. The site completed the procedure with another clip applier instrument. The procedure was completed with no report of patient harm, adverse outcome or injury. With a delay of less than 15 minutes. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: clip applier instrument itself was not the problem. Application was also correct. Clip applier instrument just did not close, (as if the instrument jaws did not have enough force to close). The type of clips that were used with the clip applier were the normal violet large hem-o-lok clips. The surgeon did not confirm, the closure of the clip after ligation. The vessel was probably not larger than 13 mm in diameter.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument to perform failure analysis. The large clip applier was analyzed, and the reported issue could not be replicated. The instrument was returned in damage condition. As a result, the functional clip test could not be performed. Additional observation not reported by the customer was found: the instrument had a broken input disk. Input disk #7 was found completely detached from the base of the housing. Broken input disks are most commonly caused by improper cleaning/reprocessing techniques. The input disk component consists of ultem material insert molded over a steel pin. The insert molding process results in residual stress in the plastic portion of the input disk. These residual stresses can be susceptible to chemical or thermal stresses, which can result in the appearance of cracks in the ultem material. Under repeated or prolonged chemical or thermal exposure cycles, these cracks can propagate into larger cracks, and may cause the input disk to break and separate from the instrument.